Manufacturer narrative:
Additional product code: dqe, dqo, kra. The catheter was disposed. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. In addition, a device history record cannot be completed without a lot number. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review.

Event description:
It was reported that, during use, the balloon of a swan ganz catheter ruptured during inflation. Burst occurred while obtaining a wedge pressure. There was also a return of blood in the syringe. A teleflex arrow blue 8.5fr x 10cm percutaneous sheath introducer was used. Catheter was removed and patient did not have any complication. However, additional introducer and insertion site was needed to replace the catheter.